Manufacturer narrative:
(B)(4). The device was not returned for analysis. The complaint investigation determined the reported difficulty was confirmed and the issue was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto), heavily calcified, 90% stenosed, de novo lesion in the mid left anterior descending artery. The guide wire was advanced to the lesion and the lesion was pre-dilated with a trek 3.0 x 12 mm balloon catheter. A xience alpine 2.75 x 12 mm crossed the lesion and was implanted. Post-dilatation was to be performed with the nc trek 2.75 x 12 mm but the protective sheath could not be removed. A non-abbott 2.75 x 12 mm balloon catheter was used and the procedure was successfully completed. There was no patient involvement with the nc trek. There was no clinically significant delay in the procedure due to the device. No additional information was provided.